Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer¿s blood glucose (bg) level was 258 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.